Event description:
It is reported that the device was implanted in 2001, and revision was performed due to the past of the articular surface being sheared off. Revision was completed by switching out the surface, adding a patella and retaining the primary tibia and femur. Surgeon implanted a (lps-flex nsm suf ef sz 5-6 17mm), but could not fixate locking mechanism with the option (not compatible) tibia previously implanted. Dr felt it was in the patient's best interest to retain tibia. The surgeon left the not compatible articular surface implanted.

Manufacturer narrative:
Evaluation summary: the product was returned for evaluation. Sem and eds analysis were performed on the articular surface and spine. The results indicated that the fractured surface of the spine showed striated features indicating that the fracture occurred due to fatigue. In addition, eds analysis indicated a carbon peak. The patient's demographics are not listed on the product experience report; however, the patient is described as "morbidly obese". The package insert warns that, "thicker polyethylene components may be needed if the patient is young, heavy, and/or physically active." Based on the available information the cause of the fatigue cannot be ascertained at this time. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.